Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a radical proctectomy procedure, the clips were malformed. They were scissored and rolling in the jaw. They got a new device to complete the procedure. No pt consequence. No return device.